Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned it was discarded; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) who is turkish underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a gastrointestinal bleeding and was hospitalized in turkey. The patient also experienced a small intestine perforation and the physician stated that this was because of interior set of duodopa. The peg j was removed with plans to re-insert the tube at a later date. No further information was available.

Event description:
Additional information was received on 02 aug 2018: on (B)(6) 2017 a patient from germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's son reported that on an unknown date while vacationing in turkey, the patient experienced circulatory collapse and was hospitalized on (B)(6) 2018. While hospitalized, gastritis and gastric/gastro-intestinal bleeding were detected and a computed tomography (CT) scan revealed a gastric ulcer and a duodenal ulcer. It was also reported that the probe tip of the j tube erupted through the bowel and caused the gastric bleeding. Follow up information received from a physician in turkey who reported that the patient had gastrointestinal bleeding due to a small intestinal perforation caused by the ¿interior set of duodopa.¿ the peg and j tubes were removed and the patient was switched to oral therapy. On an unknown date, the gastrointestinal bleeding and small intestinal perforation resolved. On (B)(6) 2018 the patient was discharged from the hospital. No further information was available.

Manufacturer narrative:
Reference record (B)(4). Additional information: the device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.